Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was not delivering full bolus amount. Caller reported that bolus had to be given three times in order to deliver the full amount programmed for customer. Customer's blood glucose was 194 mg/dl. Caller declined troubleshooting and would wait for customer's parent to call back for troubleshooting.